Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3 other text : device is not available.

Event description:
Consumer reported always carries the pen with pen needle in her purse. The outer cover falls off all of the time. Injects 4 times a day. Informed caller not to store the pen needle on pen with reasons. She declined to listen to reasons. Consumer stated when reaching into her purse, one time stuck herself with the uncovered needle. - no medical attention received. Dc lot # unknown catalog# unknown - microfine + 32g 4mm bd pen needle mail order store. Date of event - unknown sample status discard.